Manufacturer narrative:
Tech found that the head section brake system did not work, foot section was working. Cause: head caster was bad. Replaced caster to resolve this issue.

Event description:
Complaint alleged that the head section brake system does not work. No injury alleged.